Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead. The guidewire would only advance and not retract. The lv lead was removed from the patient and the guidewire would not retract out of the lead despite pulling vigorously. The wire was advanced and pulled out of the lead via the lead tip. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted a test sample guidewire was fully inserted; however due to the blood ingression, it was inserted with some resistance. If information is provided in the future, a supplemental report will be issued.